Manufacturer narrative:
The insulin pump was received with broken battery tube threads, a cracked reservoir tube lip, cracked case near the display window corners, and minor scratches on the display window.

Event description:
The customer reported via telephone call that the insulin pump battery tube threads were missing a piece. The blood glucose reading was 186 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.